Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 05ep2019. The manufacturer¿s international service technician confirmed the reported pressure issue. The customer was issued a credit. The customer returned data acquisition (da) board was tested and no failures were identified. The root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The data acquisition (da) pcba failed the pressure accuracy test (pvt test 4) at the 1hpa setting. There was no patient involvement.